Event description:
Reporter indicated that patient's generator and lead were explanted because the device was "shocking the patient." Implant card received by manufacturer indicated patient was reimplanted with the vns therapy system on the same day as he was explanted.